Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative tested the device and confirmed the reported issue. When the temperature was set below the actual value, the fridge compressor attempted to start and the mains power supply experienced an esd trip and shut off. No visual abnormalities were identified during visual inspection of the internal components. The device was requested for return to livanova deutschland for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t tripped the mains power supply during priming. The customer reported that the device worked as expected until the compressor was activated. There was no patient involvement.

Manufacturer narrative:
The involved device was returned to livanova (B)(4) for further investigation. During the evaluation, the reported failure was confirmed and the root cause was determined to be corrosive damage to the evaporator. This is a known issue and corrective actions have been initiated.